Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (440 mg/dl). An insulin injection was used to correct elevated bg level. Reportedly, the cartridge was in use for 4-5 days. Tandem technical support instructed customer on cartridge and insulin labeling. In addition it was reported that the pump battery jumped from 15% to 30% without being connected to a power source.